Event description:
It was reported during dilatation of a very calcified and tight subclavian vein, the catheter shaft and balloon broke and detached in the pt on the second inflation attempt. The catheter and guidewire were removed together and access to the dilatation site was lost. An attempt to re-advance the guidewire to the dilatation site was unsuccessful. No further retrieval attempts of the detached segments were made. A central line was placed and the pt will be monitored on an out pt basis. The pt's condition is good. The catheter shaft was rec'd, evaluated and retained by this MFR. The detached balloon was not rec'd for eval. The engineering eval of the catheter shaft indicated approx 3 centimeters of the distal end of the catheter shaft was missing. The catheter was elongated and rough at the break site. Co's followup revealed this lesion was very calcified and tight. It was indicated difficulty was encountered accessing the site as well as maintaining the correct position once the dilatation site was reached. This device displayed characteristics consistent with exertion against resistance, elongation of the catheter shaft at the point of breakage. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "caution: do not advance the guidewire or the balloon dilatation catheter if resistance is met without first determining the cause of resistance and taking remedial action... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."